Manufacturer narrative:
The pump was received with no esc and act button response due to a flattened button dome switch. No button error alarm was noted during testing. The keypad connector on the lcd board was inspected and no anomaly was noted. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error multiple times. Customer was able to clear one button error but troubleshooting advised customer to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. Customer's blood glucose at the time of incident was 204 mg/dl.